Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was solution leak on the floor, source of leakage was unknown. It was noticed that the solution bags were not damaged or wet and the leak was not coming from the solution bags. Renal therapy services assisted the patient with removing the cassette and advised to start overusing new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information is added to d9, h3, h6, and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection was performed to the sample using the naked eye and all components were correctly placed and according to the specification. No visual defects were observed. The sample was submitted to pressure testing and no leak was noted. The pull test was also performed and no separation was noted. Additionally, the set was submitted to simulated testing by evaluating the cassette in a cycler machine; the sample was subjected to the therapy process obtaining satisfactory results. The reported condition was not verified. The sample met specifications. Should additional relevant information become available, a supplemental report will be submitted.